Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total hip arthroplasty in 1993. Subsequently, a revision procedure was performed on (B)(6) 2006 due to unknown reasons. It was further reported the patient underwent another revision procedure on (B)(6) 2013 due to wear of the modular head and acetabular cup, black staining and fracture of the acetabular liner. Information received in operative report notes metallosis, abductor failure, acetabular lysis, segmental bone loss, and cysts. The acetabular cup, liner and modular head were replaced with a legacy biomet modular head and legacy zimmer cup and liner. Subsequently, the patient was revised on (B)(6) 2015 due to metallosis and dislocation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Previous medwatch reports were submitted for this patient under manufacturer report numbers 1825034-2013-03712 & 03713).

Event description:
It was reported that patient underwent a left hip revision procedure on (B)(6) 2006 due to fracture of the acetabular liner which caused the ceramic head to wear through the acetabular cup. A second revision procedure took place on (B)(6) 2013 due to acetabular osteolysis and metallosis. During the second revision procedure, the surgeon noted segmental bone loss and cysts. All components except the femoral stem were removed and replaced. A third revision procedure was performed on (B)(6) 2015 due to metallosis and dislocation. The acetabular cup, liner and modular head were replaced.